Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 509 mg/dl. Customer called to report that they change their set yesterday then noticed she was having high blood glucose levels. Customer also reports that their site is hurting badly. Customer was advised to change out their set. The product was not returned for analysis.